Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm. Customer's blood glucose was 500 mg/dl. Customer reported that battery was out of pump for greater than the duration that's allowed. It was also reported that insulin pump received a motor error alarm. Customer would call back if alarm occurred again.